Event description:
It was reported that an overinfusion occurred during use of a secondary medication set. This occurred during infusion of antibiotics during a cesarean section. The reporter stated that the bag of antibiotics was hung and the roller clamp was closed; however, a short time later, the bag was empty. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.